Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review was performed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of this issue was determined to be use error, inappropriate bypass of the drain, not including I-drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:11:07. During night drain cycle three, the patient's ultrafiltration reading was 1212ml, indicating the home patient (hp) drained 1212ml more than their maximum programmed fill volume of 1500ml. No additional information is available.